Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter initially stated the infusion device displayed an e7 electronic error. The infusion device was not exposed to water or electromagnetic fields. The infusion device was received by the first level investigation unit, and it was found there are black spots on the display and the beep signal does not function. The infusion device will be sent to the manufacturer for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The pump components are mechanically damaged due to a hard mechanical impact. Due to severe damages on the electronic components (buzzer), the pump triggered error messages. E7000 errors were found in the pump history.